Event description:
Boston scientific received information that during a routine follow-up, this pacemaker's remaining longevity was less than expected. There is an allegation of premature battery depletion. This pacemaker remains in service at this time, and a replacement procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This pacemaker remains in service at this time, and a replacement procedure will be scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided, or if this pacemaker is returned to boston scientific for analysis after it is explanted.